Manufacturer narrative:
The complainant did discard the product after impella explant. More clinical data has been requested. Should more information be shared that leads to a root cause of the perforation and impella migration, a final report will be filed.

Event description:
A female patient of (B)(6) was admitted to a (B)(6) hospital and transferred to a tertiary center with plan for an intra-aortic balloon pump (iabp) and possible mitral valve replacement (mvr). When admitted to the tertiary center the patient was sent to the operating room for the iabp placement. When her condition deteriorated, the team made the choice to instead place an impella 5.5 for hemodynamic support. When her vasculature was found to be of too small a diameter for the 5.5, the team decided to place an impella cp instead. The cp was successfully supporting the patient when on the second day of support, after coughing, the impella waveforms were alarming and the pump position was assessed. The team observed a pericardial effusion. The impella was seen to be protruding from the myocardium when she was in the or for a pericardial window. The surgical repair was done and the patient received blood products. The impella remained on for support for another 8 days. It was then explanted. The patient survived.

Manufacturer narrative:
Since the initial report was filed, the investigation has completed. The pump and data logs were not returned for review. It was confirmed by the clinical account that the implanting physician modified the pump prior to implant by removing the pigtail curl. This would make the tip of the pump unsafe to the myocardium and does not properly follow the IFU. The root cause of the ventricle perforation was most likely improper modification of the pump by the operating physician.